Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload had a full staple complement. The anvil clamping mechanism was deformed. The reload was loaded into a pmv instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle in corporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis the surgeon closed the jaws and clamped the tissue, however the jaws opened shortly. Replaced by a new handle and a new cartridge, the firing was completed. The procedure was completed with another device. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. Nothing fell into the patient's cavity. No bleeding occurred.